Manufacturer narrative:
Investigation summary: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing was performed, and it was confirmed that the alarm buzzer did not sound. The cause of the failure was the main printed circuit board (pcb). The pcb was replaced, and the device passed all testing following the repair. Service history identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the alarm did not sound, and the led (light emitting diode) lamp did not light up. The fault occurred while checking before use with the patient. There was no patient involvement, and no harm/adverse event reported.